Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge (call tech support in display). (Call tech support in display). The receiver download showed firmware errors. The customer complaint was confirmed because multiple firmware errors were found in the receiver log and call tech support was observed on receiver display. The reported event of an error icon display was confirmed.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err68. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.